Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call, she was having issues with the sensor communicating properly with the insulin pump. During the call she stated she had low blood glucose of 22 mg/dl and the sensor reading was 150 mg/dl. Troubleshooting wasn't performed on the low blood glucose or insulin pump. The customer didn't provide further details in regards to the low blood glucose incident. Troubleshooting was performed for the sensor. Customer is not returning the insulin pump for analysis.